Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26649. The patient was implanted with a scs system which includes two leads from the same lot. It was reported the scs system was not functioning and the patient wanted the scs system removed. The patient underwent surgical intervention and the entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.